Event description:
Electrical power cord plugged in at base of exam chair used in eye clinic shorted out causing sparks and then smoke. This event set up code red hosp wide fire smoke alarm. Eye clinic was evacuated and no injuries was reported as a result of quick action of medical staff. Dates of use: (B)(6) 1997 ¿ (B)(6) 2011.